Manufacturer narrative:
The initial reporter did not give any more information than that a free flow event had occurred during testing. In the absence of any further clarification, (B)(4) will assume that the term "free flow" means the unrestricted flow of fluids through tubing. (B)(4)'s infusion pump systems include both a pump and a disposable administration set. The two components are co-dependent - they cannot operate separately from each other. In this case, (B)(4) received the involved pump back for evaluation, but did not receive the involved administration set. The pump was evaluated and found to be working properly. Because the involved administration set was not returned together with the pump, we are unable to determine if the fault was with the set or was the result of use error.

Event description:
The initial reporter stated that a free flow condition occurred during routine testing of the pump. (B)(4).